Manufacturer narrative:
(B)(4). Currently pending device evaluation. Device manufactured date: april, 2011.

Event description:
Reported that the device passed a self test without conducting a button test.